Event description:
The bed alarm was in use and did not alarm. Patient experienced a fall. Patient was able to get out of the bed and fall. CT scan ordered on patient. No skull fracture. No intracranial bleed.